Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011, to report that she experienced inaccuracy in cgm readings during an extreme low. Patient's husband found the patient unconscious, administered glucagon, and called the paramedics, who left soon after ensuring that patient was fully recovered. Patient had been receivin (unknown sensor glucose readings) and the antenna icon (out-of-range alert) prior to the event. Patient was fine at the time of her call to dexcom technical support.